Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to their clinic after receiving a shock. A full device check was performed. The ICD recorded code 1005, which is indicative of a high shock impedance measurement, measuring greater than 145 ohms at the time of shock therapy delivery. The shock delivered for the patient's ventricular fibrillation (vf) successfully converted the arrhythmia. In addition, the shock impedance measurement was in the 130's range with reported high right ventricular (rv) threshold measurements. Rv lead trending over the past year shows a gradual rise in shock impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the rv impedance was saturated high. Technical services (ts) was consulted and offered additional troubleshooting. An individual shock vector breakdown was performed to assess lead integrity. The right atrial (ra) lead to rv lead was 139 ohms, rv lead to can 110 ohms, ra lead to can was 113 ohms with an overall shock impedance measurement of 94 ohms. Subsequently, the physician admitted the patient to the hospital until the device system could be explanted and replaced. It was noted that upon removal of the rv lead, the lead body was heavily calcified. This device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to their clinic after receiving a shock. A full device check was performed. The ICD recorded code 1005, which is indicative of a high shock impedance measurement, measuring greater than 145 ohms at the time of shock therapy delivery. The shock delivered for the patient's ventricular fibrillation (vf) successfully converted the arrhythmia. In addition, the shock impedance measurement was in the 130's range with reported high right ventricular (rv) threshold measurements. Rv lead trending over the past year shows a gradual rise in shock impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the rv impedance was saturated high. Technical services (ts) was consulted and offered additional troubleshooting. An individual shock vector breakdown was performed to assess lead integrity. The right atrial (ra) lead to rv lead was 139 ohms, rv lead to can 110 ohms, ra lead to can was 113 ohms with an overall shock impedance measurement of 94 ohms. Subsequently, the physician admitted the patient to the hospital until the device system could be explanted and replaced. It was noted that upon removal of the rv lead, the lead body was heavily calcified. This device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported code 1005, high out of range shock impedance measurement and high capture threshold.